Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted.

Event description:
It was reported that the customer's insulin pump had a frozen display and button error alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.